Manufacturer narrative:
Hamilton medical ag reference number is: (B)(4). ----------------------------------------------------------------------- follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, c, d1, d4, g6, h2, h4, h11

Event description:
The following was reported to hamilton medical ag: internal leaks. No health consequences or impact. Patient involvement is unknown.

Event description:
The following was reported to hamilton medical ag: internal leaks. No health consequences or impact. Patient involvement is unknown.

Manufacturer narrative:
Hamilton medical ag reference number is: (B)(4).